Event description:
The radiology technologist was transferring a large pt to an x-ray table with the assistance of 2 other technologists. The tabletop moved left to right into one of the technologists positioned at either end of the table. The tabletop hit the person¿s abdomen and caused bruising.

Manufacturer narrative:
(B)(4) evaluated the device at the customer site and found that the root cause of the issue was user related. The radiology technologist had placed plastic medical tape to secure the detector, however the tape extended over the metal contact strips that the x-ray table magnets used, and also onto the table brake itself. The use of this tape obstructed the brake holding force of the tabletop. The service engineer cleaned the tape off of the affected areas which improved the brake force, and the device was found to be performing to specifications. The customer was instructed not to apply tape to the x-ray table.